Event description:
It was reported that the pt was unable to turn off stimulation. Additional info received indicated that the pt had an appointment scheduled on (B)(6) 2011. It was reported that the pt was happy.

Manufacturer narrative:
(B)(4).